Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an initial hip procedure on (B)(6) 2015. During the procedure, a g7 ssi curved impactor fractured. A piece of the fractured inserter fell in the patient and was removed. There was a slight delay. No further information has been provided.